Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 500 mg/dl with nausea, vomiting and large ketones. The patient was hospitalized and treated with IV fluids and insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/02/2017-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2017 with the following findings: evaluation revealed that the pump history shows a replace cartridge alarm on (B)(6) 2017 at 10:12; the next prime was recorded on (B)(6) 2017 at 12:01. The pump was manually suspended on (B)(6) 2017 09:11 and manually resumed at 11:57. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Battery compartment is cracked above and below the bumper pad. The display screen has a pinkish contrast.